Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr03 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic muscle stimulation caused by the left ventricular (lv) lead. It was noted that the patient complained of belly thumping. It was also noted that the lv lead had high threshold measurements. The lead was turned off and later explanted and replaced. No further patient complications have been reported as a result of this event.